Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t12. Approximately 7months post-op, it was reported that "cement displacement was confirmed by x-ray". A cement bolus reportedly migrated anteriorly in the vertebral body however, no intervention was performed. According to the report, that vertebral body cavities may have been "smoothened by the balloon and eventually led to the displacement". It was reported that the patient exhibited no neurological symptoms, although the patient did complain of pain. According to the report, the patient was treated with ptp agents and the damen corset. The patient has been seen for post-op follow up visits and no additional treatment has been administered. No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Imaging evaluation: "multiple images are provided of a patient with previous fractures at t7, t12, l1, l3 and l4. Preoperative films show fractures clearly at t12 and l1 as well as l3 and l4. Follow up MRI done preoperatively appears to show signal in the superior endplate of t12 and the lower posterior half of t11 without deformity. T1 sequences show clear acute changes with edema at t12 and l1, missing at l3 and l4. Kyphoplasty has been performed at the acute level of t12 on october 18, 2011 with good elevation and correction of deformity. Cement is noted to be absent in the posterior half of the vertebral body and completely fill the anterior aspect of the body. Postoperative MRI shows good position of cement within the t12 vertebral body without extravasation. On november 1, 2011 there appears to be refracture of the t12 body with renewed kyphosis. The fracture plane is coronal behind the cement bolus, allowing the anterior vertebral body to extrude ventrally. T2 sagittal sequences show edema through the entire inferior endplate of t12, with rotation of the ventral t12 body containing cement and impingement with acute fracture of the ventral inferior endplate of t11. T1 sagittal sequence shows edema throughout t11 and t12. X-rays of (B)(6) of 2012 show further rotation of the ventral t12 body and further erosion of t11 with advancing kyphosis. MRI and plane x-rays follow the maturation of this process through (B)(6) of 2013. During this period the ventral aspect of t12 has liquified along with the ventral half of t11 and the intervening disc spaces at t11/12 and t12/ l1. The subsequent loss of anterior column support as permitted advanced kyphosis to occur through the thoracolumbar junction pushing down and correcting the rotation of the cement bolus, leaving it ventrally positioned. No evidence of cement fragmentation, extravasation or collapse has occurred. However the index level of t12 went on to complete collapse around the cement bolus allowing it to induce subsequent fracture and destruction of the entire anterior column from t11 to l1."